Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: flat crease, white particles, no openings found. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Company representative reported a right side hematoma and "implant [was]deflated and removed," then "was put back in and reinflated. When the left implant was put back in and reinflated, a very small hole on the back side of the implant was detected. They removed it and replaced it with a brand new implant".

Event description:
Company representative reported a right side hematoma and "implant [was]deflated and removed," then "was put back in and reinflated. When the left implant was put back in and reinflated, a very small hole on the back side of the implant was detected. They removed it and replaced it with a brand new implant".

Manufacturer narrative:
The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: hematoma and "implant [was]deflated and removed," then "was put back in and reinflated." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Company representative reported a right side hematoma and "implant [was]deflated and removed," then "was put back in and reinflated. When the left implant was put back in and reinflated, a very small hole on the back side of the implant was detected. They removed it and replaced it with a brand new implant".